Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue occurred on an unspecified date during (B)(6) 2015. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise and denied making any changes to their normal diabetes management routine as a result of the alleged power issue. The patient stated that 2 months later, during december 2015 they developed the symptoms of "dizzy and lethargic", and in response to this the patient visited the emergency room (e.r). In the e.r the patient was given insulin by a healthcare professional and had their blood glucose measured on an unspecified device with a "high" result being obtained. No further details regarding this treatment were provided. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter. This led to them requiring intervention from a hcp in order to preclude any further serious injury.